Event description:
It was reported that the bd ultra-fine¿ 1/2ml insulin syringe experienced hub separation. The following information was provided by the initial reporter: the user reported needle/shied separation from the barrel when removing the shield.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H.6. Investigation: customer returned images of a single image of a 0.5ml syringe. While not fully, separated, the syringe hub is raised well above its intended position flush with the flat distal tip of the barrel. Due to the batch being unknown, no DHR review can be completed. CAPA#1630423 was initiated. H3 other text : see h.10.

Event description:
It was reported that the bd ultra-fine¿ 1/2ml insulin syringe experienced hub separation. The following information was provided by the initial reporter: the user reported needle/shied separation from the barrel when removing the shield.